Event description:
It was reported that during insertion in the operating room, the user met with resistance approximately 2cm from the inlet of the raulerson syringe placed in the patient's internal jugular vein and as a result, was unable to complete the insertion of the guide wire. A new kit was opened and used without issue to successfully complete the procedure. There was no reported delay, death or complications to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us.